Event description:
The patient received multiple vf episodes with one hv therapy and aborted shocks. Noise was detected in one episode. Lead insulation damage was suspected. The lead was explanted.

Manufacturer narrative:
Analysis found insulation abrasions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.